Manufacturer narrative:
A ge svc rep performed an on site investigation. The isd-pc2 board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not turn on (boot up). There is no report of pt injury associated with the event.